Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device exhibited far r-wave oversensing episodes due to atrial pacing/sensing events during a device check in the emergency room. The patient was asymptomatic. The physician elected to continue monitoring the patient.